Manufacturer narrative:
Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in memphis, tennessee. Medical intervention was necessary to prevent further patient injury. An adverse event was reported in which the subject experienced hypotension. The patient had a drop in bp when head of the bed was elevated, suggesting volume depleted. The patient received 1 liter crystalloid bolus in response. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. No critical errors occurred. Therapy was provided as intended. No CAPA was opened because of this event. Hypotension is a known possible occurrence with extracorporeal therapy. Examination of the controller data log shows that therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report that during hemolung therapy the patient experienced hypotension. The patient was given 1 liter of crystalloid bolus.